Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block g4 premarket / 510(k) # has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of the additional device required (hemostat) for device removal. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent second flange did not open properly. When attempting to remove the stent and disconnect the generator cord, the pin detached from the axios handle, requiring the use of a hemostat for removal. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent second flange did not open properly. When attempting to remove the stent and disconnect the generator cord, the pin detached from the axios handle, requiring the use of a hemostat for removal. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block d2a and d2b: common device name and pro code (product code) were corrected. Block h1: type of reportable event was corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of the additional device required (hemostat) for device removal.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted into the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent second flange did not open properly. When attempting to remove the stent and disconnect the generator cord, the pin detached from the axios handle, requiring the use of a hemostat for removal. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.